Event description:
It was reported that the batteries ¿failed.¿ it was noted that the batteries would be replaced with two new batteries. The reporter was in charge of the or and was trying to get the correct components for procedure. The reporter did not have details for the reason the batteries were being replaced or event information. The reporter thought they failed. It was noted that this could just mean normal implantable neurostimulator (ins) replacement for battery but that it seemed unknown by the reporter. Additional information received reported that the serial numbers were unknown. It was noted that it was unknown what the issue was with the device and it was unknown if there was an issue with the device. It was noted that it was unknown if any trouble shooting was performed and unknown if the replacement was performed. It was noted that the patient outcome was unknown.

Manufacturer narrative:
Product ID: 7428, product type: implantable neurostimulator. (B)(4).